Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured between march 1, 2023 - march 2, 2023. H10: four (4) devices were received for evaluation. Visual inspection was performed which noted fluid inside the bag that contained the devices. The cause of leak inside the bag was found to be untightened non-baxter red luer caps on the devices. A functional leak test was performed on the samples and monitored till the next day; no signs of leaks were observed. The four (4) devices were found to be conforming product during functional testing. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the condition could not be determined; however, the probable cause may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.